Manufacturer narrative:
Additional information; d4, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, there was an air leak in the sheath due to a gap in the valve joints. After insertion into the patient, air kept entering even though negative pressure was pulled with a syringe. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.